Event description:
The customer reported to beckman coulter (bec) that a few drops of clenz were observed around the outside of the nucleated red blood cell (nrbc) and differential chambers in the unicel dxh 800 coulter analyzer. The leak was contained within the instrument. The customer also reported that the mean corpuscular hemoglobin concentration (mchc) was recovering low on level 1 of the 6c controls only. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that when the dxh800 analyzer was in shut down, the aspiration probe moves to the position above the nucleated red blood cell (nrbc) mix chamber and flushes it with clenz. At that point, the liquid was leaking down and falling on top of the mix chamber and the metal surface around the cassette mix module. The fse replaced the sample aspiration probe and also adjusted the red blood cell (rbc) and hemoglobin (hgb) cal factor with reference to the 6c assay value for the mean corpuscular hemoglobin concentration (mchc) low issue. Failure mode of the leak was related to a faulty aspiration probe. The failure mode of the low mchc on 6c level 1 was low cal factor values for the rbc and hgb parameters. (B)(4).